Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in this hospital. The patient's implantable cardioverter defibrillator (ICD) had appropriately delivered high voltage therapy numerous times in (B)(6) 2020. On (B)(6) 2021, the ICD reached elective replacement indicator, and on (B)(6) 2021 the ICD was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.